Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found proximal to the suture sleeve impression at 23.0-24.2cm from the pin, consistent with lead friction to the ICD. Internal insulation abrasion was found between the shock coils at 55.0-56.9cm from the pin. The etfe coating of the conductors was intact at these locations.

Event description:
It was reported that externalized conductors were observed via x-ray. All electrical measurements were normal. The lead will be revised at device change-out.